Manufacturer narrative:
On 10/29/2018, a steris service technician arrived onsite to inspect the system 1 endo and found the root cause to be loose hose clamps allowing water to leak onto the floor. The technician tightened the clamps, ran a test cycle, confirmed the unit to be operating according to specification, and returned it to service. On 11/1/2018, the technician arrived on-site to inspect the unit after receiving a report of another leak, however the unit was not leaking. The reported event could not be duplicated. The unit was operating properly; no repairs were required. The customer requested a replacement unit and the unit subject of this event will be returned to steris for further evaluation. A new unit was installed and no additional issues have been reported. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that water was leaking from their system 1 endo on two separate occurrences. No report of injury or procedure delay.